Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the insufflator had a buzzer sound and all lights on the front panel went out. The issue was found during preparation for use for a therapeutic laparoscopic cholecystectomy procedure. There were no reports of patient harm. There was no delay in surgical time, a similar device was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed along with an e03 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event and the e03 error could not be identified. However, it¿s likely the cause is related to a faulty sensor. Olympus will continue to monitor field performance for this device.